Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) reported that the clinician who installed my unit, did so incorrectly. A shock was delivered and the patient was hospitalized for 3 days. The patient reported that the device was removed and put back in the right way.